Event description:
On (B)(6) 2020, the patient underwent a procedure for central venous occlusion recanalization where an unknown size gore® viabahn® vbx balloon expandable endoprosthesis (vbx device) was used to stop the bleeding from an iatrogenic injury to the vessel during the procedure. It was reported while accessing the patient, the superior vena cava (svc) was perforated. Reportedly, the physician ballooned to occlude the perforation and then deployed an unknown brand bare metal stent (bms). The bms reportedly did not resolve the perforation. The vbx device was then deployed inside the bms and post-dilated to 16 mm. The patient tolerated the procedure and was moved to the intensive care unit (ICU). In the ICU the patient was extubated, awake, and moving (mobility testing). A few hours later the patient became unstable, coded, and was put on extracorporeal membrane oxygenation (ECMO). The patient was opened. During surgery, it was observed that the stent (unknown which) had torn the vessel and was bleeding into the right pleural space. The physician suspects the dissection propagated distally. Reportedly, the stent was removed, and the vessel was repaired. It was reported the patient had and extensive medical history, including an arteriovenous (av fistula) and radiation for cancer treatment (very friable vessels). Reportedly, the patient was unable to recover and expired.

Manufacturer narrative:
A1 - patient identifier: this is an internally generated number. Name (initials) were not provided. Cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Updated: h6 evaluation codes based on investigation a review of the manufacturing records for the device could not be conducted because the serial / lot number remains unknown. Neither clinical images enabling direct assessment of product performance nor the product itself were returned for evaluation. This complaint was initiated based on information received from the field. No items were available to directly evaluate product performance, and the cause could not be established with the available information; therefore, this investigation is complete.